Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 29mm bioprosthetic aortic valve, implanted for 14 years and two (2) months, was explanted due to aortic insufficiency. The explanted device was replaced with a 3300tfx 29mm bioprosthetic valve. This case involved a (B)(6) year old male who underwent redo sternotomy, redo aortic valve replacement, hemi arch, and ascending aorta replacement due to aortic aneurysm and aortic insufficiency. He was discharged on pod# 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider that upon explant of the valve, the 29mm bioprosthetic aortic valve was found to have a tear at the commissures between the left and right cusps.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of aortic insufficiency was visually confirmed due to leaflet tears. Leaflet 2 had a 6mm tear near commissure 3, and leaflet 3 had a 6mm tear near commissure 1. All three leaflets were observed to be thickened and swollen along the commissures and near both tear regions. Serrated markings were observed on leaflet 1 near commissure 1. X-ray demonstrated wireform intact, and minimal calcification on all three leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm near commissure 2 on outflow aspect. Approximately 75% of the sewing ring was cut off; sewing ring fragment was not returned. The wireform was exposed around leaflets 1 and 2.